Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap remains intact and attached and exhibits a drilled through condition. The cap exhibits detritus, char and devitrification and melted glass. The fiber cap region is severely burnt and melted. The fiber shrink tube, fiber jacket, and outer tube distal to the fiber cap is severely melted and burnt. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition has the potential for a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to the failure is suspected to be heat accumulation due to anatomical/procedural factors encountered during the procedure; cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 62,977 joules of use. The case was completed using a second fiber. There was no patient injury reported.